Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, patient reported critically low transmitter battery. No product was provided for evaluation. Data investigation confirmed a low transmitter battery on (B)(6) 2018. In addition, a failed transmitter error was present in connection to the reported allegation. The probable cause could not be determined via data. No additional event or patient information is available. The reported event of low transmitter battery is reportable based on the findings of failed transmitter error.